Manufacturer narrative:
Olympus endoscopic support specialist (ess) inspected the device and confirmed the customer¿s allegations. The field service engineer (fse) cleaned and inspected the unit. The fse check disinfectant, detergent, and alcohol. The fse ran cycle tests. All tests have passed. The software attributes have been verified and confirmed. The fse completed the repair checklist, and the equipment passed the electrical safety test then the fse attached it to the request. The equipment was repaired and verified according to original equipment manufacturer (OEM) instructions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoscope reprocessor had e51 water leakage. The issue was found after the customer came in from holiday and found fluid under the tray, during reprocessing. The customer also reported yellow connectors were chipped. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation. G2 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, it is likely that the connecting tubes could not be connected because the connector was broken by being hit with a hard object, or loosened. Due to the connector's looseness, it is likely that the user applied stress to the connector in the loosening direction, and the stress accumulated. However, the root cause of the events could not be determined. The suggested event is detectable and preventable by handling equipment according to the following IFU: chapter 3. Inspection before use. 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor the field performance of this device.